Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon ranged knee. When surgeon went to change seven fixed bearing trial peg cracked. Parts were removed from patient without incident. Nothing dislodged. No surgical delay. Ad (B)(6) 2018 instrument broke into 2 pieces and all of it was retrieved from patient.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.